Event description:
Customer reported the insulin pump had alarmed no deliver once or twice. Customer stated he just rewound the device and was able to continue with the same infusion set. Customer blood glucose was unknown. Troubleshooting was not performed as customer was reporting a past event. Customer was advised to call in when alarm occurred to perform proper troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.